Event description:
Five years after the index procedure, the pt expired. The cause of death was ruled cardiac, possibly a stent thrombotic event. The pt is a female. The index procedure took place in 2002. The target lesion was the 1st obtuse marginal. The target vessel was described as mildly calcified and moderately tortuous. The reference vessel diameter was 2.5mm and the length of the lesion was 16mm. The rate of stenosis was 75%. A cypher stent was successfully deployed at a pressure of 18 atmospheres. The final percentage of stenosis was 0%. Final timi flow was 3. The pt was discharged home three days after the index procedure. Please note that multiple attempts to gather additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that device is distributed outside the united states, however, it is similar to the united states product.